Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit confirmed the separated/loose coil cap. This is a single use device and will not be repaired. No other observation was found on the units. The root cause was due to manufacturing defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report that one (1) ce intermate xlv 250 device reportedly arrived with the coiled cap disconnected from the container. The bladder appears to be attached to the top, but the top is not attached to the container. There was no report of patient involvement, as this occurred prior to use. No additional information is available.